Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.

Event description:
It was reported that this patient's subcutaneous implantable cardioverter defibrillator (s-ICD) delivered several episodes of inappropriate shocks and the smartpass feature become disabled due to low/poor amplitude morphology signals. X-rays were performed and it seems the s-ICD position changed. Eventually, the s-ICD system was explanted and replaced with a transvenous system. This implantable electrode is not expected to be returned for analysis and no additional adverse patient effects were reported.